Manufacturer narrative:
This report is submitted on august 2, 2022

Event description:
Per the clinic, the patient experienced pain at the implant site and down the neck (non-auditory sensations). The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Device analysis report attached. This report is submitted on september, 29,2022